Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) confirmed technical error in logs. Replaced main board pcb. Operated on simulator, no reproduction of error code. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. System released to customer.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) confirmed technical error in logs. Replaced main board pcb. Operated on simulator, no reproduction of error code. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. System released to customer.

Event description:
N/a

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had error: 52 electrical code. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.